Event description:
The ventilator on a critically ill patient switched intermittently between battery and ac power due to an electrical cord malfunction. The design of the ventilator prevents alarms until the battery is nearly discharged.